Event description:
The guide wire was inserted into the femoralis. While the burr was outside of the pt, during testing, the guide wire broke at the tip of the burr. The physician was able to easily withdraw the guide wire. The physician used a new wire and burr to finish the procedure. No pt injury was reported and surgery was not required.

Event description:
The customer reported the guide wire was broken during test within the vessel.